Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging a dim display issue with his onetouch ultralink meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2012 and obtained the following information. The patient tests his blood glucose 10x daily and manages his diabetes with novolog insulin. The patient continued to follow his usual diabetes management routine. The alleged issue began in (B)(6) 2011. The patient claims he felt a symptom of frustration due to the alleged issue. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no indication of misuse. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of "frustration" does not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue. However, this complaint is being reported because the alleged display issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. However, the pateint returned meter and test strips that were not involved with this complaint. If the requested product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.